Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that bolus was not delivered as customer did not press button to complete bolus delivery. No further patient complications were reported. The device will not be returned for analysis.